Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side side ¿slight discomfort on right side at 6 o'clock¿, ¿a contour interruption is visible at 6 o'clock relatively close to the thoracic wall¿, ¿strong indication of implant defect on right side with leakage of silicone and nodule-like silicone deposits throughout the entire breast area surrounding the implant¿, ¿small nodule-like thickening in some areas¿, ¿smoothly defined, nodule-like changes in direct vicinity¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as an unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side ¿slight discomfort on right side at 6 o'clock¿, ¿a contour interruption is visible at 6 o'clock relatively close to the thoracic wall¿, ¿strong indication of implant defect on right side with leakage of silicone and nodule-like silicone deposits throughout the entire breast area surrounding the implant¿, ¿small nodule-like thickening in some areas¿, ¿smoothly defined, nodule-like changes in direct vicinity¿. The device has been explanted.